Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by "color pineapple drain". The cause of the event was not reported. On the same day as the event onset, the patient was hospitalized and was treated with unspecified antibiotics for the event. At the time of this report, the event was ongoing. Action taken with pd therapy was not reported. The reporter declined to provide additional information.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient experienced difficulty breathing. Subsequently. The patient was hospitalized for the event. During hospitalization the patient passed away. The cause of death was not reported. It was unknown if an autopsy was performed. It was not reported if the peritonitis event was resolved prior to death. It was not reported if pd therapy was ongoing prior to death or at the time of death. Should additional relevant information become available, a supplemental report will be submitted.